Event description:
It was reported that the customer had high blood glucose levels of 30 mmol/l. Customer had bolused with the pump and thought that maybe her hands were not clean. Customer's blood glucose level was 7 mmol/l at 6 pm, but went up to 25 mmol/l a few hours later. Customer retested and her blood glucose level was 22.5 mmol/l. Customer realized that her infusion tube had been disconnected. Customer had not eaten since and when she checked her blood glucose level it was 29.9 mmol/l. Customer's current blood glucose level was 25.2 mmol/l. Customer treated with a set change and bolus. Customer did not contact their health care professional for their high blood glucose levels. Customer treated with a pen/needle. Customer ran a manual prime and stated that the insulin did exit the tubing. Customer did not find any leaks in the tubing or reservoir connection. Customer is not comfortable with her pump and has never had a blood glucose level this high. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The device was received with damages to the case, reservoir tube, case, lcd window and battery tube threads.